Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The pt did not have a preoperative screening of his aorta-iliac-femoral arterial system. The endoarterial return cannula guidewire was a 23 fr endoarterial return cannula were inserted through the left groin without difficulty. The endoaortic clamp guidewire and the endoaortic clamp catheter were introduced uneventfully. "Cpb" was initiated with normal line pressures. During administration of the initial dose of antegrade cardioplegia, the right radial artery pressure tracing was lost. The surgeon assumed the balloon had occluded the innominate takeoff and repositioned the balloon with more slack in the shaft. The right radial pressure corrected. When the pt subesquently lost his left radial artery tracing, the surgeon assumed that there was a technical problem with the pressure line. Upon completion of the operation, diffuse st segment elevations were seen when coming off bypass. The pt was put back on "cpb", and the left internal mammary artery graft found to have no flow. A sternotomy was performed and a saphenous vein graft performed to the left anterior descending coronary artery. A dissection was seen in the descending aorta, but no flap seen in the ascending aorta on "tee." A repair was not performed. Bilateral radial artery pressures were adequate when cpb was weaned. The pt did not wake up following surgery. Later that night, he expired with a herniation of the brain stem.